Event description:
It was reported that the patient had a pressure ulcer (stage 2-3) the size of a 2 euro coin between the scrotum and anus. The instaflo catheter had been in place for 21 days for the control of diarrhea and the hospital stated it was caused by the collapse resistant ring of the catheter. The pressure ulcer was treated with a special sheet for closing pressure ulcers.